Event description:
The customer reported that patient results were not being transmitted from the centralink data management system to the laboratory information system (lis). The customer provided one example of a c-reactive protein (crp) patient result, which was not transmitted from the centralink data management system to the lis. The customer also reported that this patient sample was incorrectly sent to the laboratory automation system (las). There were no reports of adverse health consequences or known patient intervention due to results not being transmitted to the lis and incorrectly sent to the las.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc determined that no actual device failure occurred during the event. The hsc reviewed all translator and service log files and determined that no discordant results were reported to the physician(s). The cause of results not being transmitted from the centralink data management system to the lis and incorrectly sent to the las is unknown. The hsc verified that the log files, which include the windows event viewer log's were within specification. The instrument is performing within specifications. Further evaluation of the device is not required.